Manufacturer narrative:
E1: patient city: (B)(6). Patient country:united arab emirates.

Event description:
Reference number (B)(4). Event occurred in the united arab emirates. It was reported that the patient faced a bent cannula on (B)(6) 2025. The blood glucose level of the patient was 500 mg/dl which the patient tried to treat with insulin pen. The ketones were 2.6 mmol/l. Also, the patient was unwell and sick. Therefore, on (B)(6) 2025, the patient was hospitalized due to high blood glucose level. The patient was hospitalized for twenty-four hours. Moreover, the infusion set was used for one day and site was patient's abdomen. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.